Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, balloon was found to be ruptured at proximal area. Both balloon windings were intact. The edges of latex did not appear to match up. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Per the instructions for use, "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, balloon edges did not match at the ruptured region.

Manufacturer narrative:
Updated: h6 (investigation findings, investigation conclusions). Added: h3 (device evaluated by manufacturer), h6 (type of investigation). Further investigation was completed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. As part of the manufacturing process, the manufactured units go through a balloon inflation process. The controls to defect the failure mode being evaluated are established in the manufacturing process.